Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 7x40mm armada 35 balloon dilatation catheter (bdc) was attempted to be used during a transcatheter aortic valve replacement (tavr); however a hole in the balloon was noted. Therefore the bdc was replaced with another abbott balloon. There were no adverse patient effects nor clinical delay. No additional information was provided. Subsequent to the initially reported information, a device was received; however, it can be assumed that the device received was the replacement device used as there were no noted issues found during the product returned analysis. Therefore, the device return status will be updated to not returning.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction - device available for evaluation updated from yes to no.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 7x40mm armada 35 balloon dilatation catheter (bdc) was attempted to be used during a transcatheter aortic valve replacement (tavr); however a hole in the balloon was noted. Therefore the bdc was replaced with another abbott balloon. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.